Event description:
The patient denied a serious injury, developing symptoms or receiving treatment as a result of the alleged error 5 message. This complaint is being reported as a malfunction because the alleged error 5 message was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned to lifescan.